Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture cannot be determined. Other potential contributing factors are unknown as limited clinical information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(4) affiliate, after implant of a 29mm sapien 3 valve an annular rupture was noted on angiogram. An echo (tee) revealed a pericardial effusion and a pericardiocentesis was performed. The patient was stabilized and the rupture appeared repaired and no bleeding was noted. Approximately 30 minutes post procedure an angio was performed with the same results as before. A decision was made to convert the patient to open heart surgery. The patient was in stable condition at the end of the case. Per report, during surgery and after removing the sapien 3 valve, it was observed that 4mm below the ostium there was a tear from the annulus to the lvot into the ventricle. The tear was sutured, the annulus was narrowed and a surgical valve was implanted.